Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level. The customer's blood glucose was 411 mg/dl at the time of the incident. The customer was treated with bolus for high blood glucose. The customer declined troubleshoot of the pump for the high blood glucose. The customer advised to return the serter and the complete sensor. The pump will not be returned for analysis.